Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) scs ipg turned on without prompting at the maximum tolerable amplitude. It was reported the patient experienced a sudden shocking stimulation and needed assistance to walk. Some time later the patient reported the ipg had turned on and off quickly without prompting, and the ipg vibrates during the occurrences. The patient also reported hearing a ticking sound coming from the ipg; an sjm representative confirmed the ticking sound. The physician explanted and replaced the ipg.